Event description:
It was reported that a programming wand would not interrogate. Changing the wand's battery and all other troubleshooting did not resolve the issue. The wand's light would stay on, but it still would not interrogate. A different wand was able to be successfully used to perform vns interrogation. A replacement wand was sent to the site, and the old wand has been returned to the MFR for analysis.

Manufacturer narrative:
Conclusions code: device malfunction is suspected, but did not cause or contribute to a death or serious injury.